Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump alarmed critical pump error (open book). The following were noted during visual inspection: scratched case, pillowing keypad, stained keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 4 and 53 alarms). The history files shows three (3) pump error 53 (line number 5632 file number 2005) alarms on [(B)(6) 2020 at 11:55 and 12:05] and one (1) pump error 4 (line number 1384 file number 26) alarm [(B)(6) 2020 at 11:55] that triggered the critical pump error (open book) alarm. Critical pump error (open book) alarm, pump error 4 alarm, and pump error 53 alarms are due to a software error. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, motor, or force sensor noted during visual inspection. Critical pump error alarm (open book) alarm is confirmed. Critical pump error (open book) alarm, pump error 4 alarm, and pump error 53 alarms are due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.